Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2013 indicate the patient received a left total knee replacement due to end stage osteoarthritis. Competitor implants with depuy cement was utilized. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2018 indicate the patient received a left total knee revision due to failure of arthroplasty. The tibial component was noted to be loose ¿ interface not provided. The tibial insert was also worn and fractured (competitor product). The tibial and insert components were revised. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2013, dor: (B)(6) 2018, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.